Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the buttons on insulin pump not working properly, sometimes they work and sometimes they had to be pressed multiple times before they respond. Customer's blood glucose value was unknown. Customer stated that they had not received any alarms also the self-test was passed. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated the issues of frequency was every time insulin pump was in use. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated the buttons was not responding even after they replace with a recommended new or fully charged battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not return for analysis.